Event description:
Customer reported that the device would not turn on and displayed a service indicator. There was no report of pt use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control received the device and observed that the battery icon was full but the device would not power on. Physio replaced the battery and observed proper device operation through functional and performance testing. The device was returned to the customer for use.